Event description:
It was reported that a port was placed for chemotherapy treatment in 2002. While administering the pt's chemotherapy treatment, the tubing on the dialysis catheter sheared off and migrated to the right ventricle and into the pulmonary artery. Since that time, pt has had tubing removed with open heart surgery. The pt is in good condition and does not require another dialysis catheter. No further complications have been reported. This device has been retained by the user facility. Therefore, no failure analysis for specs will be available. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.